Manufacturer narrative:
Concomitant medical products: right atrial lead 5076-52. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. It was also reported that there was an implantable pulse generator (ipg) pacing problem of intermittent capture as a result of high right ventricular (rv) lead thresholds. The rv lead was capped and replaced. As lead impedance measurements could not confirm a lead fracture or insulation failure, the ipg was also explanted and replaced. No further patient complications have been reported as a result of this event.